Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called in saying they were getting their ins revised because it moved up and they were experiencing pain at implant site. As a result of what was reported, they were redirected to their healthcare provider (hcp). An email was sent to the manufacture representative (rep) informing them of the event. No further patient complications have been reported as a result of this event.